Manufacturer narrative:
(B)(4). At this time, no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: haranhalli n, anand d, wisoff jh, et al. Intrathecal baclofen therapy: complication avoidance and mgmt. Childs nerv syst mar 2011;27(3):421-427. Summary: the charts of 87 patients treated with itb therapy were retrospectively reviewed. The primary surgical technique, complication type and timing, method of treatment, and outcome were analyzed. Of these patients, 76 received their first itb pump implant at the author's center and 11 were referrals due to an itb pump-related complication after being primarily treated elsewhere. Complications included catheter fracture (11), subcutaneous fluid collection (5), lumbar wound/csf infection (3), lumbar catheter or connector protrusion (3), pump malfunction (3), distal catheter migration outside the thecal sac (2), catheter disconnection (1), intrathecal catheter flipping (1), baclofen withdrawal (1), and idiopathic system malfunction (1). There were two deaths that were unrelated to the itb therapy. Thirty-four (39%) patients underwent surgical procedures for non-complicated indications such as battery expiration/pump size upgrade (29), pump removal (3), and catheter revision for spinal surgery (2). No major intra-operative complications occurred. Reportable event: (B)(6) male, experienced a right angle fixator protrusion that was treated by removal of the fixator and wound revision. See literature article with MFR report # 3007566237-2011-01890.